Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g3. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
Z-0021-2022 concomitants: 02-012-35-2009 - logic tibia ps mod insrt sz 2 9mm: (B)(6). 02-010-01-0320 - logic femoral ps cem right sz 2: (B)(6). 02-012-45-2010 - lgc tibial fit tray cem sz 2f / 1t: (B)(6). 204-34-02 - fluted stem extension 25l x 14 mm: (B)(6). 204-70-00 - tibial stem ext. Screw: (B)(6). The revision reported in case (B)(6) was likely the result of the reported instability or due to the inclusion of the tibial insert in the packaging recall. The cause for the instability cannot be confirmed from the information provided. Prosthesis wear of the patella and tibial insert could not be confirmed from the provided images. Potential contributions of user or patient-related consideration to the event could not be assessed as radiographs and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, approximately 8 years and 3 months post the initial right total knee arthroplasty, the patient had a little bit of instability. The patient had the opposite side revised a year ago. Because of that, the patient wanted a revision done on the right side instead of just a liner exchange. The patient was revised to a size 2 cc femur and 32mm patella with a transition cc tibial insert. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.